Event description:
It was reported that in the dialysis department, the user stated that there was a leak at the point of connection to the hub connector assembly. As a result, the catheter was surgically removed and a new catheter was placed successfully. It is unknown whether there was a delay; however there was no reported harm, death, or other complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).